Event description:
It was reported that during a acl surgery the drill bit broke in half while reaming in the femoral tunnel, all the pieces were removed from the patient. There was a significant delay in the procedure but no patient injuries were reported, the procedure was completed with a back up device.

Manufacturer narrative:
One 7209739 flexible 10mm endoscopic cannulated drill returned. This is a four year old reusable drill. The spiral flex portion has been stressed from torque and has been fractured. The cannula lumen is damaged. There are dings and gouges on the blade edges. The distal tip lumen has been skewed and is out of round. The damage is consistent with an axial alignment issue and contact with other instruments or devices. Use of drills with that have worn or dull tips can result in breakage. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. No root cause related to the manufacture of this device can be determined.